Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right ventricular (rv) lead had a high increasing threshold and decreasing sensing. The physician attempted to reposition the lead but after the screw was retracted, the screw could not be extended. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.